Event description:
It was reported that the patient experienced distal erosion with this inflatable penile prosthesis. The device was explanted. A new device was implanted when the patient was healed. No further patient complications were reported.